Event description:
Reportedly, the stapler was fired the stapler into the rectal sigmoid colon and the tissue was then cut. When the stapler was opened there was no staples present in the pt, the stapler, or the package. The surgeon used sutures to complete the operation. There were no reported injury or ill-effects to the pt.